Event description:
It was reported that while in use on a patient, the 980 ventilator went into ¿ventilator inoperative¿ status condition. The patient was removed from the ventilator and placed on an alternate ventilator without injury. Although it was reported that the ventilator went into ¿ventilator inoperative¿, a review of the ventilator logs indicates the ventilator entered into backup ventilation.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 v entilator went into ¿ventilator inoperative¿ status condition. The device was available for evaluation. Although it was reported that the ventilator went into ¿ventilator inoperative¿, a review of the ventilator logs indicates the ventilator entered into backup ventilation. The service personnel (sp) inspected the ventilator and replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba) and bd power controller pcba. The ventilator passed all calibrations and tests per the manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in bd power distribution pcba and/or bd power controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code conclusion - remove d02 and add d15 component code - remove g02005 and add g07001 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 v entilator went into ¿ventilator inoperative¿ status condition. The device was available for evaluation. Although it was reported that the ventilator went into ¿ventilator inoperative¿, a review of the ventilator logs indicates the ventilator entered into backup ventilation. The service personnel (sp) inspected the ventilator, confirmed that the ventilator was in an inoperative condition at the time of the evaluation and replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba) and bd power controller pcba as a precaution. The ventilator passed all calibrations and tests per the manufacturer specifications at the time of service. The bd power distribution pcba and bd power controller pcba were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.